Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Caller was instructed to inspect and clean the pneumatic tap area on the pump, remove any obstructions, and confirm that the cartridge was snapped fully into place. The caller was then able to successfully load the cartridge and resume insulin use.